Event description:
In 12/2005, a home pt's relative contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3/4 of their automated peritoneal dialysis therapy. Per initial report, baxter's technical service center assisted the home pt in ending the therapy early. The nurse stated the pt withdrew from dialysis on 7 days after event date and the pt expired shortly thereafter. The home pt's nurse stated the home pt had advanced alzheimer's disease and the pt was disconnecting herself causing an episode of peritonitis during the time between the 2240 alarm associated with this complaint and the date of pt expiration. The pt tested positive for mrsa and was treated with vancomycin (2 grams). The home pt's nurse did not want to give out any further info regarding the peritonitis event, so all other info regarding this event is unk. The pt died in 2006. Baxter's medical director has concluded that the pt died as a result of cessation of therapy, but peritonitis is listed as a secondary cause of death. The peritonitis was most likely due to the pt disconnection from the homechoice instrument during therapy; it is also likely that the system error 2240 alarm was a result of this issue. With this in mind it becomes less likely that there was an issue with the homechoice set that caused the pt's peritonitis.

Manufacturer narrative:
Baxter's medical director's medical assessment: the pt's peritonitis is probably related to use error and resultant contamination of a sterile fluid pathway. This can be concluded from the fact that the pt had alzheimer's dementia and the pt's nurse reported that the pt was disconnecting and that this was the cause of peritonitis. There is no info that reasonably suggests that a problem with the set caused or contributed to this peritonitis event. Add'l info: a device history review was performed for the homechoice automated pd system 115 volt. The product analysis laboratory investigation was performed using data from infinity qs, device event log and device history for the incident date. Review of the infinity qs data revealed no difficulties were encountered during device refurbishment process.